Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported several issues with customer's insulin pump. Customer's blood glucose was 400 mg/dl. Customer stated his device alarms failed battery test even with fresh new batteries. Customer had a high blood glucose due to the battery issue. He also reported his senor readings will tell him he is low when he is high, leading to over corrections and elevated blood glucose. Customer has been treating with manual injections. The battery issue started about a week ago and the sensor issue has been ongoing for the last few weeks. Customer is a transplant patient. A replacement battery cap was sent to see whether that will resolve the issue. Customer was advised of proper sensor and calibration methods. Nothing further reported.